Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient had an infected prosthetic mitral valve with vegetations also on the pacemaker leads. Unfortunately, the root cause of this event cannot be confirmed without the sample device. However, the op report indicated that the tricuspid valve was decided to be replaced during the same procedure due to concern of the ring being infected from the pacemaker leads. The infection source was also documented as being (B)(6). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Please note that this patient also had an edwards bioprosthetic mitral valve explanted during this procedure; reference MFR report #2015691-2012-18757 regarding this event.

Event description:
In this case, it was reported that the tricuspid annuloplasty ring was explanted after an implant duration of approximately 2 years. Based on the op report, this patient presented on (B)(6) with sepsis. He was initially quite ill but was appropriately treated with antibiotics and IV fluids. He grew (B)(6) from his blood, and his broad-spectrum antibiotics were tapered to nafcillin. Since he had greatly improved, he was discharged home on (B)(6) on augmentin. He initially did well after discharge; however, on the night of (B)(6) 2012, the patient developed chills, rigors and altered mental status and was subsequently admitted with recurrent sepsis. Workup revealed prosthetic mitral valve endocarditis with vegetations. During the procedure, tee was performed and again, demonstrated vegetations on the mitral valve. Therefore, the mitral valve was replaced with a new bioprosthetic valve. There was also question of vegetation within the right ventricle and on the permanent pacemaker leads. Inspection of the tricuspid ring (subject device) demonstrated the valve looking reasonable; however, the pacing leads had vegetations all over it. Due to the concern of these being infected and the tricuspid ring, it was decided to remove the leads and replace the tricuspid valve. The ring was removed and a new edwards bioprosthetic valve was implanted. The patient was reported to have tolerated the procedure well.